Event description:
It was reported via repair work order that the foot end hi/low lift motor was elevated and inoperable due to a damaged lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.